Event description:
During dissection and removal of patient's uterus, the instrument cut through the tissue when the surgeon thought cauterization was occurring. This did cause some bleeding, particularly on the left side of the pelvis, which the surgeon was able to clamp off and obtain adequate hemostasis. The uterus was removed intact and the procedure finished without any further complications. No pt harm was reported.

Manufacturer narrative:
Analysis determined the cut electrode contacts the top shim, not the insulator. This condition could result in a cutting action when the jaws are fully closed. The cause of the misalignment is not known at this time.